Manufacturer narrative:
H.6. Investigation summary bd received two videos of the reported defect for evaluation. A review of the device history record was performed for the reported lot, 0029233, and no quality issues were found. Our quality engineer reviewed the provided videos and determined that the needle failed to retract properly. However, there was no evidence of a premature retraction evident in the videos provided. Based off the provided videos the engineer was able to verify the reported defect of needle retraction failure but could not verify a premature retraction. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheters experienced a needle that would not retract during use. The following information was provided by the initial reporter: we've received a lot of abocath autoguard 22gx1.00 0.9x25mm with a lot of failures. Products inside their packages with their needles already retracted. Items with the lock too sensitive, impossible to use because the product touches the skin and already retracts without activating the button. Additional information: product material 38182314 and batch 0029233; 10 units have presented the issue; date of event since from 5/22; there was no patient injury, besides a new puncture performed; customer details: "this one is not retracting, even if pressing hard, this one does not retract. And there are others that are coming with the needle already retracted inside their package" and: "again, there is an autoguard where I push and does not retract. Some of them are coming prematurely retracted inside their package and there are others where the needle fails to retract".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheters experienced a needle that would not retract during use. The following information was provided by the initial reporter: we've received a lot of abocath autoguard 22 g x 1.00 0.9 x 25 mm with a lot of failures. Products inside their packages with their needles already retracted. Items with the lock too sensitive, impossible to use because the product touches the skin and already retracts without activating the button. Additional information: product material: 38182314 and batch 0029233; 10 units have presented the issue; date of event since from 5/22; there was no patient injury, besides a new puncture performed; customer details: "this one is not retracting, even if pressing hard, this one does not retract. And there are others that are coming with the needle already retracted inside their package". And: "again, there is an autoguard where I push and does not retract. Some of them are coming prematurely retracted inside their package and there are others where the needle fails to retract".